Event description:
It was reported that the 9800 system would not fluoro during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The lemo pin connector was repaired. The system was found to be working as intended and put back into service.